Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported their daughter obtained a "replace sensor" message upon scanning the adc device and was therefore unable to obtain scan readings. The customer experienced weakness and loss of consciousness and a glucose result of "under 50" was obtained from an unspecified meter. The customer's mother provided coca cola for treatment. There was no report of death or permanent injury associated with this event.